Event description:
It was reported that the rigid video scope gave a rainbow image despite the white test carried out. The issue occurred during preparation for use. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope gave a rainbow image despite the white test carried out. The issue occurred during preparation for use. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. Corrected fields: d3, e1, g1. The device was returned to olympus for inspection and the reported failure was confirmed. Device evaluation found the r-unit (charged coupled device) is broken, and the image is green. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the r-unit (charged coupled device) is broken and therefore image is green. Olympus will continue to monitor field performance for this device.